Event description:
Recall on CPAP machine due to foam contamination from machine that caused sinus and lung and possibly kidney and bladder issues .quit using and reverted to old machine and filed claim with manufacturer for replacement in there details I have all symptoms of possible cause of foam particles being ingested family doctor treatment of antibiotics. Sinus headache sinus infection bronchitis and kidney infection. FDA safety report ID # (B)(4).